Event description:
The customer reported that the system would arch from x-ray tube and had no x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was aligned and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.